Event description:
The patient came in reporting pain due to lack of fusion on left l5/s1. It is unknown why this occurred. At 1 year and 4 months post primary the surgeon removed all implants and reimplanted new implants. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26-apr-2024: lot 2023987: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2025-12-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 26-apr-2024: pedicle screw 03.52.321 enh. Poly-axial pedicle screw - cannulated 6x30mm (k141988) lot 2124253: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Pedicle screw 03.52.322 enh. Poly-axial pedicle screw - cannulated 6x35mm (k141988) lot 2126410: (B)(4) items manufactured and released on 02-dec-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Pedicle screw 03.52.323 enh. Poly-axial pedicle screw - cannulated 6x35mm (k141988) lot 2124566: (B)(4) items manufactured and released on 20-sep-2021. Expiration date: 2026-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Pedicle screw 03.52.324 enh. Poly-axial pedicle screw - cannulated 6x45mm (k141988) lot 2220280: (B)(4) items manufactured and released on 01-mar-2022. Expiration date: 2027-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Pedicle screw 03.52.324 enh. Poly-axial pedicle screw - cannulated 6x45mm (k141988) lot 2221117: (B)(4) items manufactured and released on 15-mar-2022. Expiration date: 2027-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two other similar reported events during the period of review (all the implants are involved in this complaint). Pedicle screw 03.52.440 enh. Bent rod ti 5.5x120mm (k141988) lot 1620072c: (B)(4) items reworked and released on 25-jan-2021. Expiration date: 2026-01-10. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Pedicle screw 03.52.440 enh. Bent rod ti 5.5x120mm (k141988) lot 2126706: (B)(4) items manufactured and released on 09-feb-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.